Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the back despite doing heavy exercise. The patient tried to administer multiple correction boluses using the pod but her bg levels did not decrease. As the patient was not at home a new pod could not be immediately applied. When the patient returned home a manual insulin injection was administered and her bg levels reduced to 18.8 mmol/l (339 mg/dl), however, the patient felt like she was going to pass out and was experiencing nausea. Other symptoms included; leg cramps, numbness in her hands, and dehydration. The patient went to the emergency room (ER), was diagnosed with dehydration, and administered intravenous fluids for treatment. It was suggested the patient take magnesium supplements but none were provided. No changes were made to her insulin regiment and nothing unusual was noted regarding the pod. It should also be noted the patient always takes half the recommended insulin and has a 65% decrease running while she is biking, however, this was turned off when she noticed she was high. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defects or deficiencies that would contribute to the reported high blood glucose levels.